Event description:
This was a vascular intervention case conducted in the cardiac catheter lab to treat a cto aortoiliac bifurcation. Femoral access was gained, contralateral/ipsilateral approach, guide sheath inserted, 0.035 guidewire, followed by the quick cross support catheter. Severe calcification was encountered and the progression of the quick cross ceased. The md then attempted to remove the quick cross and was unsuccessful. Pulling the support catheter with greater force caused the catheter to break leaving approx 1/3 of the distal portion inside the vasculature. At this point the md decided to transfer the pt to the operating room for the removal of the fractured portion and a vasculature bypass. The pt's vitals remained stable throughout the procedure. The pt was reported to have successfully made it through the surgery is recovering. The proximal portion of the catheter was returned and is currently being evaluated.